Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the customer received blood glucose results taken within 10 minutes according to the meter's memory. The time and date settings on the meter were incorrect. On an unknown date, the customer received the following results on the active system within 10 minutes: 560 mg/dl and 60 mg/dl. On an unknown date, the customer received the following results on the active system within 10 minutes: "lo" mg/dl and 113 mg/dl. On an unknown date, the customer received the following results on the active system within 10 minutes: "lo" mg/dl and 82 mg/dl. The "lo" mg/dl result on the system indicates a result of less than 10 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.